Manufacturer narrative:
The pump passed the sleep current test, and active current test. Test p-cap locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were not within spec range. Battery cycle 8.0 received the low battery alert (104) on (B)(6) 2025 12:42:00 faster than expected at 1.51 days. Battery cycle 2.0 received the low battery alert (104) on (B)(6) 2025 11:18:00 after more than 7 days at 21.06 days. With reference to the baat tool instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump error 63 (variable #: 21) found on (B)(6) 2025 at 23:44:15.000 due to a possible hardware failure. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, battery tube threads - cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. Unexpected battery power loss and charge/battery lasts less than expected were confirmed. Customer did experience an unexpected power loss of less than 7 days per the pump history records. Pump error 63 was confirmed in the pump history files and traces due to moisture damage on the lcd assembly and electronic assembly. Moisture damage was noted found on the battery tube, electronic assembly, motor, and force sensor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed a short battery life issue with the pump. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was partially performed for short battery lifetime issue. Customer mentioned pump alarmed with ¿replace battery¿ or ¿replace battery now". Troubleshooting was performed for replace battery now alert. And customer reported this was the second occurrence of receiving alarm in less than 8 hours after low battery warning. No harm requiring medical intervention was reported. Mmt-1884l was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.